Event description:
Large effusion in the left knee [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a female patient, initials and age unknown, with knee pain. The patient's medical history was significant for previous use of synvisc (hylan g f 20) every (B)(6) since 2008. On an unspecified date, the patient initiated treatment with synvisc injection, 2 ml, weekly in both knees. On (B)(6) 2012, the patient received third injection of synvisc in both knees. On (B)(6) 2012, the patient experienced large effusion in the left knee and fluid was aspirated which was cloudy. The synovial fluid analysis showed white blood cell count 2800 and culture was negative. The patient received treatment with corticosteroid injection for the event of joint effusion and the event was resolved. It was reported that, "the physician had decided not to administer any more synvisc injections for this patient" concomitant medications were not provided. The intensity for the event of large effusion in the left knee was not provided. The reporting physician did not provide the relationship between synvisc and the event.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.